Event description:
Customer reported experiencing a high blood glucose event, but the specific level was not known as it displayed as "high." Cause was not known. To resolve the issue, the customer changed the infusion set and cartridge. Furthermore, the event did not require third-party assistance, and despite frequent occurrences, the customer had control iq feature enabled and received follow-up assistance from technical support.